Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge error message while attempting to load a new cartridge. Also, it was reported that the customer smelled insulin 6 hours after the cartridge is loaded. Reportedly, the customer noticed dampness between the cartridge and the pump; however, the customer does not know where the leaking occurred. It was noted that the customer filled the cartridge with no more than 260-270 units as the customer experienced resistance. The customer's blood glucose level was 229 mg/dl and was addressed via pump therapy.